Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure the 23 mm sapien valve position was too ventricular with a 3+ central aortic insufficiency (cai) and a 2nd valve was deployed with good result. Summary of the case: the aortic annulus measured 20 mm by transthoracic echocardiogram (tee) and had bulky calcification. The sinotubular junction (stj) diameter measured 25 mm and the sinuses of valsalva (sov) 29.5 mm. There was no severe ventricular septal hypertrophy. Ejection fraction = 25%. Per report, the image intensifier angle was good, and the coaxial alignment of the valve/delivery system with the aortic annulus was fair. The patient's ventilation was held during deployment as recommended. When the physician started to inflate the delivery system balloon they lost pacing capture for one or two beats. As the physician was deflating the balloon the valve moved ventricular. Post deployment the valve was too ventricular and echo showed a 3+ cai. Subsequently a 2nd valve was deployed. After the 2nd valve deployment there was mild paravalvular leak (pvl) with no gradient. The sheath was removed and access closed. The patient was stable at the end of the procedure.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and perivalvular leak are known potential complications associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (ie, inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the root cause for the reported sapien malposition with subsequent cai cannot be confirmed; however, the report indicates there was loss of pacing capture during valve deployment and that the delivery system balloon moved ventricular during deployment. There was no allegation of device malfunction. In addition to the loss of pacing capture, there are procedural factors (i.e. Fair coaxial alignment) and patient factors (i.e. Aortic annulus bulky calcification) that could have contributed to the movement of the balloon during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.